Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that their insulin pump alarmed failed self-test. Customer's blood glucose was unknown at the time of the incident. There was no indication that troubleshooting was performed and no further details given. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device alarmed and had a high stop current due to faulty connector on radio frequency board. The insulin pump passed the unexpected restart error test, displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump had a cracked case at display window corner, reservoir tube lip and minor scratched display window.